Event description:
Resident was found seated, head and neck caught in bedrail. Lpn and other staff members removed resident from this position, laying them on the floor to perform CPR. CPR was continued until emergency medical personnel arrived. Emergency personnel continued CPR, ceasing after their medical director gave order to do so. Appropriate authorities were notified. 911-emergency personnel were made aware of circumstances in which resident was found upon their arrival in room.